Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was not returned. But performance data from the device was analyzed and analysis revealed that the lead impedance was missing/invalid. Concomitant medical products: 4574-53 implantable pacing lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device had triggered the right ventricular (rv) pacing and superior vena cava (svc) defibrillator lead impedance not taken alerts and yet the impedances were taken. The device remains in use. No patient complications have been reported as a result of this event.